Event description:
It was reported that the device alarmed and displayed error code 200.5040 for module software compatibility failure. There was no patient involvement.

Manufacturer narrative:
A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device alarmed and displayed error code 200.5040 for module software compatibility failure. There was no patient involvement.